Manufacturer narrative:
Updated the conclusion coding grid.

Manufacturer narrative:
The become aware date in report#3030677-2025-000709 should be 27february2025.

Event description:
It has been reported that the device did not shock during a cardiac event. The device signaled the error "no shock advised". The device was in use on a patient however, the patient did not survive.